Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional had cracked during use. It was noted to have been a tight fit and the surgeon was rocking it back and forth when it cracked. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: complaint sample was evaluated and the reported event was confirmed. Returned product exhibits signs of repeated use (nicked or gouged) the dovetail feature is flared & is cracked on the medial side of post. Device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.